Event description:
It was reported that the patient presented with near syncope and syncope. The physician was able to demonstrate inhibition of atrial pacing due to noise on the atrial channel. The right atrial (ra) lead was capped and replaced. It was further reported that the right ventricular (rv) lead had elevated thresholds since shortly after implant and the device was programmed to "aair" mode at that time. During the procedure, it was noted that the rv lead had pulled back from the original position in the apex. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5054, implantable pacing lead, (B)(6) 2005; p1501dr, implantable pulse generator, (B)(6) 2005. (B)(4).